Event description:
It is reported that a customer experienced low blood glucose level of 41 mg/dl. The customer was treated with a glucose shot. The customer had issues regarding their sensor displaying off readings of sensor and blood glucose. The customer declined trouble shooting the pump. The customer was advised to monitor the issue to see if it happens again. No further information was provided.